Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6)2025 in the b.5. Field. No further follow-up is planned. Evaluation summary a female patient reported that the humapen ergo ii device was "malfunctioning", "injection button was difficult to press". She experienced abnormal blood glucose. The investigation of the returned device (batch 0801d05, manufactured january 2008) found the presence of a cracked cartridge holder with evidence of damage while in the field. The device was evaluated and met functional requirements. No malfunction was identified. There is evidence of improper use. The patient used the device while visually impaired and used the device beyond its approved use life. This misuse is not likely relevant to the event of abnormal blood glucose since the device we returned and met functional requirements.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns a 70-years-old female patient of asian origin. There was no medical history, family medical history, allergic history, previous drug adverse reaction or family drug adverse reaction. Concomitant medications included metformin and repaglinide used for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) from a cartridge via a reusable device (humapen ergo ii), 10 units twice daily (morning and evening), subcutaneously, for the treatment of diabetes mellitus, beginning in the spring of 2009 (specific date was unknown). The patient possibly administered same humapen ergo ii from spring of 2009 to the reporting time while it was jamming (improper use). In 2017, she experienced an abnormal blood glucose (values, units and reference range not provided) and was hospitalized to regulate the same (pc (B)(4), lot 0801d05). She was using both insulin pens and pump in that time. During that time, peripheral neuritis was also found, which was not severe. She had a series of other complications like always had cold, her ankles were cold and uncomfortable, hands were numb, vision of the eye was blurred, and she had cataract for which she possibly needed to operate in the future. On an unknown date, she was annoyed because of the malfunctioning of the injection pen. Injection button was difficult to press, and it did not move forward (as reported). It caused her pain during injection when it was slow however there was no pain when it was fast. She took the pen to her doctor who suggested to change it. In addition, her dose was increased to 12 - 14 units two times a day (morning and evening). Further information regarding hospitalization, corrective treatment, discharge date, and outcome of the event was not provided. Treatment with insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. The patient self was the operator of huma pen ergo ii and her training status was not provided. The general device duration and suspect humapen ergo ii device duration of use were not reported. The action taken with the suspect device and its return status were not provided. The reporting consumer did not know if the events reported were related to insulin lispro protamine suspension 75%/insulin lispro 25% drug and did not provide any relatedness between the events with suspect humapen ergo ii device. Update 07-jan-2025: information was received from responsible complaint person (rcp) on (B)(6)2025 that contained product complaint number (B)(4). No new medically significant information was obtained and no changes were made to the case. Edit 30-jan-2025: upon review of the initial information, update improper use as yes for humapen ergo ii. No further changes were made to the case. Update 30jan2025: additional information received on 30jan2025 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields. Corresponding fields and narrative updated accordingly. Update 25feb2025: additional information received on 18feb2025 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, reiterated improper use and storage as yes, malfunction as unknown. Updated device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the humapen ergo ii.. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 30jan2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: the reporter stated the patient used the humapen ergo ii since approximately 2009. There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use of the device. The patient used the humapen ergo ii for approximately sixteen years. The humapen ergo ii user manual states to not use the pen for more than three years after the first use.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: n/a. This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns a 70-years-old female patient of asian origin. There was no medical history, family medical history, allergic history, previous drug adverse reaction or family drug adverse reaction. Concomitant medications included metformin and repaglinide used for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) from a cartridge via a reusable device (humapen ergo ii), 10 units twice daily (morning and evening), subcutaneously, for the treatment of diabetes mellitus, beginning in the spring of 2009(specific date was unknown). The patient possibly administered same humapen ergo ii from spring of 2009 to the reporting time while it was jamming (improper use). In 2017, she experienced an abnormal blood glucose (values, units and reference range not provided) and was hospitalized to regulate the same. She was using both insulin pens and pump in that time. During that time, peripheral neuritis was also found, which was not severe. She had a series of other complications like always had cold, her ankles were cold and uncomfortable, hands were numb, vision of the eye was blurred, and she had cataract for which she possibly needed to operate in the future. On an unknown date, she was annoyed because of the malfunctioning of the injection pen. Injection button was difficult to press, and it did not move forward (as reported). It caused her pain during injection when it was slow however there was no pain when it was fast ( (B)(4), lot 0801d05). She took the pen to her doctor who suggested to change it. In addition, her dose was increased to 12 - 14 units two times a day (morning and evening). Further information regarding hospitalization, corrective treatment, discharge date, and outcome of the event was not provided. Treatment with insulin lispro protamine suspension 75%/insulin lispro 25% treatment was continued. The patient self was the operator of huma pen ergo ii and her training status was not provided. The general device duration and suspect humapen ergo ii device duration of use were not reported. The action taken with the suspect device and its return status were not provided. The reporting consumer did not know if the events reported were related to insulin lispro protamine suspension 75%/insulin lispro 25% drug and did not provide any relatedness between the events with suspect humapen ergo ii device. Update 07-jan-2025: information was received from responsible complaint person (rcp) on 06-jan-2025 that contained product complaint number (B)(4). No new medically significant information was obtained and no changes were made to the case. Edit 30-jan-2025: upon review of the initial information, update improper use as yes for humapen ergo ii. No further changes were made to the case. Update 30jan2025: additional information received on 30jan2025 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields. Corresponding fields and narrative updated accordingly.